Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit shuts off. Per additional information received on 10/14/2016 this was discovered upon inspection and there was no warning or alarm prior to the pump shutting down. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit shuts off.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.